Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the upper arm av graft the pta balloon catheter allegedly was difficult to deflate. Reportedly, the procedure was concluded upon removal of the balloon catheter. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the upper arm av graft the pta balloon catheter allegedly was difficult to deflate. Reportedly, the procedure was concluded upon removal of the balloon catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation; the user's stopcock was also returned. The device was prepped per the instructions for use, and inflated with a 10ml syringe filled with saline without issue. The user's one merit medical high pressure flow control switch was also used during functional testing, and the device inflated and deflated within the specified time constraints, without any issues. All of the contrast was evacuated from the device without issue. Therefore, the investigation is unconfirmed for the reported deflation issue. The definitive root cause for the reported deflation issue could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 11/2020), section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.